Event description:
Related manufacturer reference number: 2017865-2022-08553. It was reported that the patient presented for a follow up with discharge around the pocket due to pocket infection. The pulse generator and the right ventricular lead were explanted. The device was sterilized and re-implanted on (B)(6) 2022. The helix exhibited failure to extend. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.